Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to established communication with the imaging system. System rebooted without resolution. An alternative medtronic navigation system was utilized to complete the procedure. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Correction: date received by manufacturer provided for followup#1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures on the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to established communication with the imaging system. System rebooted without resolution. An alternative navigation system was utilized to complete the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.